Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the device and service history found nothing that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient reported a smell like burning plastic coming from the heating plate and operation panel of a homechoice machine, (details not provided). This occurred after use, when peritoneal dialysis therapy had ended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.